Event description:
Septic joint in his left knee [arthritis bacterial]. Product lot issue [product quality issue]. Case (B)(6) is a serious, complaint, spontaneous case received from a physician in united states. This report concerns a (B)(6)-year-old male who experienced septic joint in his left knee and a product lot issue during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 2 ml, unknown dose, weekly, for osteoarthritis from (B)(6) 2018. The patient received his first injection of euflexxa on an unspecified date in (B)(6) 2018. On (B)(6) 2018, cultures were taken after the patient had unspecified complications in his left knee. It was reported that the patient returned to his physician's office on (B)(6) 2018 to receive his second euflexxa injection out of three weekly injections. It was unclear if he received his second injection. The cultures taken on (B)(6) 2018 came back and the patient was found to have septic joint in his left knee. The facility has quarantined the remaining lots of euflexxa because of having two patients who have received this lot and experienced the same adverse event. The facility was not continuing to use until further notice was provided. Lot number of the device was n10839c with an expiration date of 04-nov-2018. The event of septic joint in his left knee was medically significant. Action taken with euflexxa was dose withdrawn. At the time of this report, the outcome of the events was not recovered. Concomitant medication use and medical history were not reported. Relevant laboratory values included: culture: see note ni (positive), (B)(6) 2018: found to have septic joint in his left knee. The event of septic joint in his left knee was serious. The event of product lot issue was non-serious. At the time of reporting the case outcome was not recovered. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Other case numbers: link: same reporter = (B)(6). Case number, others = (B)(6). Case number, complaint = (B)(6). Case number, complaint = (B)(6). An initial investigation of the concerned lot was performed by btg. No potential cause for the ae was discovered. It was concluded that the lot is safe to use. This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in (B)(6) because it did not occur in a (B)(6) country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators.

Event description:
Septic joint in his left knee/arthritis: acute [arthritis bacterial]. Mssa cultured from effusion [staphylococcal infection]. Joint crystals [crystal arthropathy]. Left knee effusion [joint effusion]. Product lot issue [product quality issue]. Case (B)(4) is a serious complaint, spontaneous case received from a physician in united states. Follow up was received from physician and regulatory authority. This report concerns a 73-year-old male who developed a left knee effusion and septic joint in his left knee which was cultured and showed methicillin-sensitive staphylococcus aureus infection (mssa), and experienced joint crystals and a product lot issue during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 1 %, unknown dose, once/single, for osteoarthritis from (B)(6) 2018. The patient received his first injection of euflexxa on (B)(6) 2018. On (B)(6) 2018, cultures were taken after physical examination of the left knee showed the left knee was hot, red, painful and swollen. The patient had a joint aspiration performed and was diagnosed with left knee effusion. A culture was taken from the knee effusion on (B)(6) 2018. The culture was positive and was subsequently placed on clindamycin as an outpatient and was instructed to call if symptoms worsened. It was reported that the patient returned to the clinic for a follow up/routine visit on an unspecified date in feb. The patient's physician did not feel any infection was present at this visit. Therefore, arthrocentesis of left knee (for joint crystals) was performed. The patient also received an intra-articular injection of an unspecified steroid into his left knee. The patient returned to the clinic for follow up on an unspecified date in feb and received the second of three euflexxa injections for the right knee only. It was reported that the patient was responding to an unspecified steroid injection in the left knee and was instructed to return in one week to finish the euflexxa series in the right knee. The patient presented to the emergency room (date unspecified) for left knee pain and swelling and was subsequently diagnosed with a septic left knee. The patient was admitted for incision and drainage, PICC line placement, and IV antibiotics. The patient had bilateral x-rays completed on 16-feb-2018 that showed bilateral (blunt medial and lateral) compartment narrowing and spurring along with patellar spurring indicating bilateral tricompartmental moderate osteoarthritis. On (B)(6) 2018 the patient underwent an open incision and drainage of the left knee, was treated with intravenous rocephin, and had a joint culture performed. It was reported that mssa was cultured from the incision and drainage. The facility had quarantined the remaining lots of euflexxa because of having two patients who have received this lot and experienced the same adverse event. The facility was not continuing to use until further notice was provided. The physician provided they were not aware of any other explanations for the event and reported the causality of the event to euflexxa as possible. Lot number of the device was n10839c with an expiration date of 04-nov-2018. The patient was hospitalized on an unspecified date due to the events of septic joint in his left knee and positive culture for mssa. The events were also deemed medically significant. Action taken with euflexxa was dose withdrawn. At the time of this report, the outcome of septic joint in his left knee/arthritis- acute was recovering/resolving, the outcome of mssa cultured from effusion was recovering/resolving, the outcome of left knee effusion and joint crystals was recovering/resolving, the outcome of product lot issue was recovering/resolving. The patient`s medical history was significant for non-smoker, obesity. The patient`s procedures included bilateral x-rays of the knee (from (B)(6) 2018) and physical examination of left knee. It was reported that the patient did not have any history of known allergies, chronic pain, physical therapy, or rheumatoid arthritis. The patient participated in physical activity (walking). The following concomitant medication was reported: dapagliflozin, lisinopril, simvastatin, and asa. Relevant laboratory values included: culture: see note, ni (positive), (B)(6) 2018- septic joint in left knee (culture from knee effusion) culture: see note, ni (positive), (B)(6) 2018- septic joint in his left knee, and mssa (culture from incision and drainage). The events septic joint in his left knee/arthritis- acute and mssa cultured from effusion were reported as serious. The events joint crystals, left knee effusion and product lot issue was reported as non-serious. At the time of reporting the case outcome was recovering/resolving. Additional information was received from the patient's physician on 16-mar-2018 and from a regulatory authority on 20-mar-2018 - follow up 1: additional reporters added. Patient height and weight, medical history and procedures added. Culture results updated. Euflexxa dosing frequency, action taken and dechallenge updated. Concomitant medications added. Additional event of mssa, joint effusion, and joint crystals added. Narrative updated. Conclusion from company final complaint management report: the investigation detailed above did not identify any quality issue in euflexxa lot n10839c. Sterility test of this batch passed successfully. No clear relation was found to previous complaints. Hence, no CAPA will be implemented at this point. Routine trend analysis are performed of all complaint types. If an adverse trend is established, the need for CAPA will be reevaluated. The root cause for the patient knee infection is unknown; the investigation did not find any relevant potential root cause in the manufacturing process. However, an infection can be caused during the injection procedure even if the product fulfill all specifications. Contaminant identification from the infected area is highly important to be taken into consideration while facing similar safety issues. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: link: same reporter = (B)(6). Case number, others = (B)(4). Case number, complaint = (B)(4). Case number, complaint = (B)(4). Company number = (B)(4). Mw 3500a MFR. Rpt. # = 3000164-2018-00007. Case number, others = mw5075530. An initial investigation of the concerned lot was performed by btg. No potential cause for the ae was discovered. It was concluded that the lot is safe to use. This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.